Event description:
It was reported the patient had problems with their upper back. It was stated the patient did not know if it was related to the system. It was reported "they had to go back in and move" the implantable neurostimulator (ins). It was noted they had to cut through some bone when they did "that" and the patient didn't know if it's from that. It was noted they moved it in 2011 when it "slid to the side", it happened "right after they put it in there". It was reported "almost immediately I started having problems with it."

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 271910001, implanted: (B)(6) 2011, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).